Event description:
The manufacture's representative reported that the patient "died from her major illness" and the death was unrelated to the pump. A follow-up report will b sent if additional information becomes available.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found, normal device function.